Event description:
The rv lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that lead exhibited intrinsic amplitude and impedance shifted downward. The physician was dr. (B)(6) at (B)(6) medical center in this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).